Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had cracked reservoir tube lip, inor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 104 mg/dl. The customer stated the alarm occurred after a battery change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.